Event description:
It was reported that the patient heart rate was low after implantable pulse generator (ipg) settings adjustment. The rate response was turned off due to complaints of heart rate too fast during activity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).